Event description:
The customer reported that a bad iris pot error flashed on the screen.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep could not reproduce the iris pot error. He lubricated the collimator and check pot. He replaced at com board and analog interface board for save problem with the c-arm. The system works satisfactory at this time.